Event description:
While undergoing a tonsillectomy the surgeon was using the valley lab electro cautery unit via the foot switch. During the surgery the bovie pedal stuck down causing unintentional activation of the disposable suction control device. The foot switch was removed from service immediately and the manufacturer notified - loaner equipment obtained. No injury reported to pt.